Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-23, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6)-year-old, female patient who was receiving hydromorphone at 6.2517 mg/ml (concentration unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s medical history included post-laminectomy syndrome, low back pain, abdominal surgery (1999), tonsillectomy (1969), hip surgery (1972), right knee arthroscopy, left hip bursa resection, lumbar laminectomy (1972), ¿a/p¿ fusion (1999), posterior fusion (1998), right foot surgery, pump revisions, hepatitis c and a penicillin allergy (rash). The patient¿s concomitant medications included atenolol, xanax, timolol maleate eye drops, imitrex, zanaflex and oral morphine sulfate. On (B)(6) 2015, the patient present to their hcp with worsening low back pain that radiated to the bilateral buttocks, bilateral legs and bilateral feet. The pain was described as an ¿ache, burning, numbness, piercing, stabbing and tingling.¿ the symptoms were aggravated by walking and relieved by rest. The patient also reported fatigue, nausea, difficultly walking, headache, paresthesia, back pain, bone/joint symptoms, muscle weakness and neck stiffness. Physical examination revealed an unstable gait and limited range of motion. On (B)(6) 2015, a volume discrepancy occurred. The actual volume was 7ml and the expected volume was approximately 2ml. The medication was replaced. At the next refill, there was no volume discrepancy. It was later reported that the cause of the event was the ¿battery dying¿ and ¿slowing down.¿ the battery was nearing end of life. The patient was considering treatment for a chronic hepatitis c carrier state; the physician advised her to have the pump replaced before such treatment as it might impact her immune system making her more prone to a post-operative infection. The physician also wanted to replace the catheter at the same time, so the patient would ¿start fresh with an entirely new system.¿ the patient wanted to wait until after the holidays to replace the pump. Additional information has been requested regarding the cause of the event, troubleshooting, actions/interventions taken and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that pump had not reached elective replacement indicator (eri) or end of service (eos) yet. The battery depletion, which had been referred to as the "battery dying" was expected and normal. They were going to replace the patient's pump when it was nearer to end of life. They did not provide a time frame on when this was expected to occur. No additional information was reported regarding this event.